Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Corrected data: pt birth date: (B)(6) 1969. Medical records were reviewed by post market surveillance and do not reveal an admission date but indicate the discharge date as (B)(6) 2016. The medical records do not indicate the cause of the subarachnoid hemorrhage. There is no documentation in the medical record that indicates there was any causal relationship between the patient¿s liberty cycler and the subarachnoid hemorrhage. Due to the lack of medical records, no conclusion can be made indicating there was any causal relationship between the patient¿s subarachnoid hemorrhage and the patient¿s peritoneal dialysis products.

Event description:
Medical records were provided by the patient's dialysis center. A call was placed to the peritoneal dialysis registered nurse (pdrn). The pdrn stated the patient was admitted to the hospital on (B)(6) 2016 due to a stroke. The pdrn stated there was no allegation of device malfunction. The pdrn stated the onset of symptoms did not occur while the patient was connected to the cycler or dialyzing. Medical records revealed the patient was discharged (B)(6) 2016 and diagnosed with subarachnoid hemorrhage.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver inquired about bringing the patient's cycler to the hospital. Follow-up with the patient's clinic nurse indicated the patient was hospitalized on (B)(6) 2016 due to a stroke. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatments while hospitalized. As of (B)(6) 2016 the patient was still hospitalized and was receiving effective peritoneal dialysis treatments. Medical records were requested.